Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100515132. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100488697. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion, atrophy, and incontinence are acknowledged within the IFU and are not related to off label use or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified erosion at the cuff location, and the patient also had urethral atrophy. The physician did not suspect the device caused or contributed to the recurring incontinence. There were no device issues and there were no further patient complications reported.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the entire device was explanted including the 4.0 cuff. Upon explant the physician identified erosion at the cuff location, and the patient also had urethral atrophy. The physician did not suspect the device caused or contributed to the recurring incontinence. There were no device issues and there were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024.serial number: n/a.batch/lot number: 1100515132.model/catalog description: balloon fgs 61-70 cm.unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127.serial number: n/a.batch/lot number: 1100488697.model/catalog description: control pump fgs iz.unique identifier (UDI) #: (B)(4). Updated the describe event or problem field (b5) in section b, adverse event/product problem.the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion, atrophy, and incontinence are acknowledged within the IFU and are not related to off label use or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.